Event description:
Determined to be reportable based on analysis completed on 10/27/2006. It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty crossing the lesion. The lesion was mildly calcified and located in the mid left anterior descending artery. After pre-dilating with an unknown balloon, the physician advanced the 4.00x24mm taxus liberte stent along the guide wire. The stent was unable to cross the lesion. After a few tries, including "deep seat of the guide catheter, buddy wire technique", the physician use another taxus liberte stent with the same size. This stent crossed the lesion after several attempts and was well expanded under ivus guided. The procedure was successfully completed and the patient obtained good angiographical results. However, the device analysis indicates stent damage.

Manufacturer narrative:
Visual and microscopic examination of the returned device found proximal stent damage. Some of the struts were bent back distally. It was also noticed that the stent moved freely on the balloon. Several severe kinks were found along the hypotube. The balloon and tip profiles were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The recommended size guide wire was inserted through the guide wire lumen with no restrictions noted. A review of the manufacturing record for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause of this event could not be determined.